Event description:
I was operated on for penile implant. One week later I got an infection which the surgeon could not clear. About a month later I had the penile device removed. I have had some success in using a vacuum tube for hardness but it is too difficult to use and embarrassing. The operating doctor had me try viagra but didn't expect any results, and there was none.